Event description:
Pt underwent prostate biopsy in urology clinic. Biopsy instrument not working during procedure, trigger misfiring. Replacement biopsy instrument needed. No patient harm. Ongoing issues with bard biopsy instruments. Do not have device, was disposed of at time of biopsy. Manufacturer response for biopsy instrument, max core disposable core biopsy instrument (per site reporter).